Manufacturer narrative:
Complaint confirmed. Tested returned unit. No manufacturing parameters found out of spec and fresh panasonic battery voltage was measured at 3.045v. Did not observe battery icon or booklet icon while strip was inserted. Uom was selectable and was received at mg/dl. 0800 and 0204 errors were observed in the error log indicating battery droop. Battery droop is an indication of memory overwrite. Meter is operable.

Event description:
A customer reported that the uom setting of their adc meter changed from mg/dl. There was no report of death, serious injury or mistreatment.